Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 505458 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
Follow-up was conducted and from the information obtained it was reported that the impedance is high and the physician suspects there could be a small fracture, however the patient is not paced in the atria and so it is not as critical to address the impedance right away. Therefore, the physician chose to re-evaluate the situation in three months; the patient is scheduled again for a follow-up visit in march. There has been no intervention and no patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead has been increasing in impedance. It was noted that there was also a little increase in threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the atrial lead also has increasing thresholds. The lead remains in use as the physician has decided to continue monitoring the lead. No patient complications have been reported as a result of this event.